Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted with an afx bifurcated, one suprarenal cuff, and two limb extension in 2012. Recently, the physician noted an endoleak type iiib. On (B)(6) 2018 the patient was relined with an afx2 bifurcated device and a suprarenal cuff to resolve the leak. Patient was discharged home 2 days post repair. As of this report, no additional patient sequelae has been reported.